Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as attendant doing capd without proper training. The patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) vancogen injection (1gm, frequency and duration not reported), amikacin (1gm, frequency, route and duration not reported) and meropenem (1gm, frequency, route and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued and started on hemodialysis. The patient¿s catheter was removed on an unknown date. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.